Event description:
It was reported that during an implant attempt, while the physician was closing the device pocket, the right ventricular [rv] lead dislodged. The lead was repositioned multiple times with acceptable measurements; however, when the measurements were retested after the suture sleeve was sutured down, the lead threshold was high. The rv lead was explanted and replaced; upon visible inspection of the lead after removal, it appeared that there was tissue caught in the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.